Event description:
It was reported that patient experienced ineffective therapy, patients l2 and l3 leads have low impedances, x-ray imaging revealed l2 lead migrated. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the leads that are associated with the issue.

Manufacturer narrative:
Correction b5 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.